Event description:
On (B)(6) 2012 customer reported that the dxc 600i generated a discrepant tropin accutni result for one patient. Customer stated that the result was generated using a serum tube and the result was questioned. Customer stated that they repeated the sample using a plasma tube. Results obtained were not supplied, and it is unknown what instrument was used for the repeat sample. Customer stated that she did not have any details surrounding the occurrence. There was no death or injury to the patient or change in patient treatment attributed or connected with this event. No service was requested and no cause for this event has been determined.

Manufacturer narrative:
Device evaluated by manufacturer: no, customer did not request service. Eval summary: customer did not request service.